Event description:
Canadian ref# - 1575. Priming procedure: this unit uses integra machines equipped with ram card and hemoscan. They prime with 1 litre of ns, followed by recirculation with a uf. The saline in the circuit is dumped by bleeding the pt back to the bag. No other changes have occurred in the unit. Access: fistula. This pt has been on dialysis for an extended period (over one year). No known allergies and no previous reactions to membranes/sterilant. Pt was previously dialyzed on a f50nr. In 2002 first run on f7e- run started at 1810 hrs. At 1850 hrs, pt became sob and complained of stomach feeling full, o2 and ns given, pt tipped. At 1905, nauseated. O2 stats 98%. At 1913 hrs, o2 sats 95%. At 2100 hrs, hypotensive, ns bolus given. Abdomen full and firm. At 2200 hrs, hypotensive, off early, feeling better post. Two days later f7e- ok treatment. Two days later f7e- run started at 1808. Blood pressures gradually increased throughout treatment ie. 123/73 - 207/107. At 2040 hrs, ns bolus given as fluid replacement. Pt noticed immediately, started gasping, gagging, developed peri-oral and nail bed cyanosis. O2 stats 78% with o2 running. Ns 700 cc infused with symptoms remaining and pt developing diaphoresis. Pt transported to emerg via ambulance where EKG and abg's were done. Pt was wheezy, nail beds remained cyanotic. Admitted to ccu. The next day switched to f50e. Dialyzed in ccu, run commenced at 0900. At 1005, pt developed sob and chest pain. 1030 hrs, chest pain easing. 1045 hrs, pt hypotensive, sob. O2 given with some relief. Two days later f6hps. Normal run with no chest pain or sob. No episodes since. Meds: losec, vitamin d, maxeran, vasotec & ca co3 and diavite. Companion sample will be sent for eval.